Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump for an unknown indication. A suspected non-critical alarm was reported; however, it was not confirmed that any alarm had sounded for the patient. The alarm date had passed (B)(6) 2019 and the patient had missed a refill. The critical alarm date was not known. The patient¿s refill date was (B)(6) 2019. The patient had moved to (B)(6) and hcp listings were requested. The patient did not have a new doctor at this time. Patient symptoms were not reported. The rep had received a message from the doctor marked on file regarding this patient and the refill of their ¿baclofen pump¿ but the reporter had no identifying information about the patient at this time. No further complications were reported/anticipated or expected.